Manufacturer narrative:
(B)(4). Report source-literature: diesel, c. V., ribeiro, t. A., guimarães, m. R., de souza macedo, c. A., & galia, c. R. (2017). Acetabular revision in total hip arthroplasty with tantalum augmentation and lyophilized bovine xenograft. Revista brasileira de ortopedia (english edition), 52, 46-51. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The journal article reported 1 isolated release of the acetabular component that required further surgery. The study reported the tantalum wedge remained fixated at its original site.